Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d8a, d9, d10: concomitant parts, g1: contact office and manufacturer site, g6: report type. Additional information -g3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain while treating with the bone healing system. The patient stated that she felt pain in her left foot. The patient was using the sflx xl coilette. The patient says that the pain started after 5 hours of treating with the bhs the night of (B)(6) 2021. The pain was below the skin. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient took tizanidine 5 mg and tylenol 500 mg. The pain gradually subsided when the patient removed the coil. The patient put the sflx 3 coil on yesterday, wore the coil for 3 hours and had pain at the incision site. The pain level was at a 7 yesterday. The patient took ibuprofen and the pain went away. The patient has not increased her daily activities. The patient contacted her doctor on (B)(6) 2021. The physician instructed the patient to get off her feet and take off the stimulator then contact brandon. The doctor did not prescribe anything because she had pain medication at home. The patient still has pain even while not using the stimulator. The patient rated the pain as an 8 now on a scale of 1 to 10, with 10 being the highest. The patient says it hurts more when the coils are on the incision sites. The patient was advised to by zimmer biomet to wait a few days then start the time test and to call back to let us know how she is doing. It was reported that no further information is available. No product was returned for evaluation.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain while treating with the bone healing system. The patient stated that she felt pain in her left foot. The patient was using the sflx xl coilette. The patient says that the pain started after 5 hours of treating with the bhs the night of (B)(6) 2021. The pain was below the skin. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient took tizanidine 5 mg and tylenol 500 mg. The pain gradually subsided when the patient removed the coil. The patient put the sflx 3 coil on yesterday, wore the coil for 3 hours and had pain at the incision site. The pain level was at a 7 yesterday. The patient took ibuprofen and the pain went away. The patient has not increased her daily activities. The patient contacted her doctor on (B)(6) 2021. The physician instructed the patient to get off her feet and take off the stimulator then contact (B)(6). The doctor did not prescribe anything because she had pain medication at home. The patient still has pain even while not using the stimulator. The patient rated the pain as an 8 now on a scale of 1 to 10, with 10 being the highest. The patient says it hurts more when the coils are on the incision sites. The patient was advised to by zimmer biomet to wait a few days then start the time test and to call back to let us know how she is doing. It was reported that no further information is available.